Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was rejecting new batteries and had unexplained no delivery alarms during priming. Insulin pump screen was faded and label on back worn off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6)2 021, the customer alleged failed battery test alarm, cosmetic damage (damaged serial number label/general damage), missing segments/partial display, and no delivery/occlusion alarm - unknown timing. No missing segments/partial display noted during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case on corner of belt clip rails, faded serial number label, cracked case above arrow and battery icon, and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no failed battery test alarm on the event date of (B)(6) 2021; however, found: low battery alarm: on (B)(6) 2021 at 10:09:00. Insert battery alarm: on (B)(6) 2021 at 12:32:05. No confirmed no delivery alarm in the pump downloaded history. No unexpected insulin flow blocked alarms during testing. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected failed battery test, low battery, and insert battery alarms during testing. In summary, pump passed required testing. Missing segments/partial display not confirmed. Customer allegation for cosmetic damage (damaged serial number label/general damage) was confirmed during visual inspection where cracked case on corner of belt clip rails, faded serial number label, cracked case above arrow and battery icon, and pillowing keypad overlay was noted. Customer alleged for failed battery test alarm was not confirmed. Customer alleged for no delivery/occlusion was not confirmed on the event date. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.